Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced the event of infusion set fell off during use within 15 hours of insertion. The blood glucose level was 275 mg/dl at the time of event. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.